Event description:
During preparation for a procedure, when the neuron max 6f 088 catheter was removed from the inner cover, the operator found that the hub and the proximal part of the catheter was detached from the rest of the sheath.

Manufacturer narrative:
Result: the proximal end of the neuron max 088 catheter is fractured below the ID-band approximately 3.0 cm from the hub. Conclusion: the device was returned for analysis and has been evaluated. The complaint indicates that while pulling the neuron max 088 long sheath from the packaging tube; the operator found that the proximal end of the shaft was fractured. Evaluation of the returned device revealed a fracture in the catheter approximately 3.0 cm from the hub. The cause of this damage was likely related to improper removal of the device from the packaging. If the catheter is removed at a sharp angle while holding the hub end, damage such as this may occur. These devices are 100% visually inspected for damage during packaging. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.